Event description:
It was reported that the patient presented to the emergency room with chest pain. A transmission observed the implantable cardioverter defibrillator (ICD) device inappropriately delivered therapy during two supra ventricular tachycardia (svt) episodes. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.